Event description:
A report was received by ciba vision in 2001 that a pt had a right eye memory lens implant. In 1999, the lens was removed and replaced in 2001 due to opacification on the surface. The pt has a pre-existing medical history of diabetes and glaucoma. The dr first noted the opacification at examination in 2000, but did not explant the lens until in 2001. There were no surgical complications reported. As of examination in 2001, the pt's visual acuity was hand movement od. Corneal status post-op reported as ok.